Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced the bacterial peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by cloudy peritoneal dialysis (pd) effluent coincident with automated peritoneal dialysis (apd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin, intraperitoneally (dose and frequency was not reported). On an unknown date in the month following peritonitis onset, treatment with vancomycin was discontinued, and the patient was recovered from the event. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.